Event description:
It was reported to boston scientific corporation that and endostat iii electrosurgical unit was used during a procedure on (B)(6) 2010. According to the complainant, during preparation, they noticed that the unit would not deliver any power. The procedure was completed by using another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that and endostat iii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, during preparation, they noticed that the unit would not deliver any power. The procedure was completed by using another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned endostat iii electrosurgical unit was in good physical and mechanical condition. When an electrical evaluation was performed on the unit, it was discovered that the foot switch returned with the device was broken (this damage not initially reported by the complainant). When the foot switch was replaced, the unit was within specification. The condition of the returned device was not consistent with the complaint of no output power delivery. The reported issues were caused by the endostat foot switch which was used in conjunction with this device. Please refer to manufacturer report # 3005099803-2010-02296 for additional information regarding this foot switch. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.